Event description:
This MDR is related to MDR 3013840437-2021-00008 referring to the same patient. Follow-up information was received on 09-feb-2021: in the opinion of the reporter, the events were not related to belotero balance lidocaine®. The outcome of the events was left unchanged. Follow-up information was received on 01-mar-2021: the physician confirmed that the patient was in the final stages of allergy testing. The results of the tests were uncertain and final tests were repeated. At the time of this report, the patient was stable, with no new episodes of inflammation although the small deposits of radiesse® were still palpable. Due to the provided information, the outcome of the event very exaggerated inflammation/ phlogosis/ buttering at cheekbone and chin level/ palpebral oedema/ calcium hydroxyapatite allergy was considered as resolving, and therefore changed from not resolved. The outcome of the events hyperpigmentation and pain remained unchanged.

Event description:
This MDR is related to MDR 3013840437-2021-00008 referring to the same patient. Follow-up information was received on 12-mar-2021: the physician had no news from the patient and considered that the patient was stable. The information from the allergies department conveyed absolute prohibition on the administration of calcium hydroxyapatite and hyaluronic acid. From an allergology point of view, lidocaine had the possibility to be administered, since it was tolerated under supervision. There was no recommendation to avoid sodium thiosulphate. It was further reported that the patient had an allergy to hyaluronic acid. The patient was discharged from the allergology section of the hospital and monitored by her primary care physician and the usual specialists. As reported, if the patient had new symptoms or worsening of old symptoms, the patient was going to be referred, for this new reason, to a consultation at the allergology service, by her primary care physician. The outcome of the events remained unchanged. Follow-up information was received on 05-apr-2021: the physician reported there were no changes. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, very exaggerated inflammation/ phlogosis/ buttering at cheekbone and chin level/ palpebral oedema/ calcium hydroxyapatite allergy (injection site hypersensitivity), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant lot number 100129456 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2021-00008 referring to the same patient. This spontaneous report was received from a spanish physician and concerns a female patient. She was injected into the deep supraperiosteal plane, with radiesse®, into the cheekbones, for significant malar atrophy, on (B)(6) 2020. A needle was used for injection into the cheekbone. The batch record review was received and the lot number for radiesse® was confirmed as 100129456 (expiry date 03/2022). A lot search in the global safety database was conducted. On the same occasion, the patient was also injected with radiesse(+)®, into the chin, central teardrop groove and palpebral area, for significant malar atrophy. The batch record review was received and the lot number for radiesse(+)® was confirmed as 100129743 (expiry date 05/2022). A cannula was used below the orbicular,in the central teardrop groove. The patient had no previous aesthetic treatments. As reported, not all of the syringes were injected. On (B)(6) 2020, after the treatment with radiesse®, the patient experienced a very exaggerated inflammation (considered severe), in the palpebral area and chin. Also reported as a palpebral oedema and phlogosis/buttering at the cheekbone and chin level. Corrective treatment included hyaluronidase into the eye area to improve the palpebral oedema, with almost instantaneous improvement. As corrective treatment for the phlogosis/buttering at cheekbone and chin level, the patient was prescribed dacortin 30 mg in a 9-day descending pattern (3 days one tablet every 8h, 3 days one tablet every 12h and 3 days one tablet every 24h), ciprofloxacin 500 mg every 8h for one week, furosemide 40 mg every 24h for 3 days, and fluticrem cream. There was a significant improvement in 3-4 days. Two weeks later, there was a complete resolution of phlogosis, but some hyperpigmentation persisted in the area of the eye/cheekbone skin that had more oedema. For a few days after the end of the oral treatment, the patient was feeling discomfort and edema again, in the area where radiesse® was injected. In (B)(6) 2020, the patient continued with the discomfort in the maxillary deposits, which were still palpable. The physician was going to schedule an appointment for a week after, to evaluate new treatments, as she was on oral corticosteroids again, due to a re-inflammation. On the (B)(6) 2021, the reporter informed that some hyperpigmentation persisted in the lower eyelid and local discomfort persisted in both, cheekbone and chin, but specially in cheekbones. As corrective treatment, sodium thiosulphate was planned to be applied in the radiesse® deposits. Due to the provided information, the outcome of the events very exaggerated inflammation /phlogosis/buttering at cheekbone and chin level/palpebral edema and hyperpigmentation, was considered as not resolved. In the opinion of the reporter, treatment was necessary to prevent damage. Follow-up information was received on 26-jan-2021: the physician confirmed that the patient underwent a study for a possible allergy to the components of the products. The patient was going to be tested for an allergy to anaesthetics to rule out the possibility that the allergy was caused by lidocaine. The outcome of the events remained unchanged. Follow-up information was received on 28-jan-2021: the event term very exaggerated inflammation/ phlogosis/ buttering at cheekbone and chin level/ palpebral oedema was amended to very exaggerated inflammation/ phlogosis/ buttering at cheekbone and chin level/ palpebral oedema/ calcium hydroxyapatite allergy, and recoded from injection site inflammation to injection site allergic reaction. The linking sentence was corrected and an additional case was added. The physician confirmed that the patient was also injected with belotero balance®. The patient had a positive calcium hydroxyapatite allergy prick test. She was going to be studied in more detail by allergology. As the patient continued with episodes of inflammation in the areas where she had radiesse(+)® and radiesse®, and as she had a negative prick test for sodium thiosulphate, the physician was probably going to have to infiltrate sodium thiosulphate in the puncture sites. The outcome of the events remained unchanged. Follow-up information was received on 01-feb-2021: the event pain was added. The serious event in the assessment from (B)(6) 2021 was corrected. The reporter confirmed that the patient was injected with a total of 1.5 ml of radiesse®, into the malar area/cheekbones. Radiesse® was injected with approximately 0.6 per side of the cheekbone, and 0.1-0.2 ml per point, in microdeposits with a supraperiosteal needle. The patient was concomitantly injected into the supraperiosteal plane, with belotero balance lidocaine®, under the orbicularis oculi muscle in the under-eye furrow area, on (B)(6) 2020. Batch number was reported as 326050/1 (expiry date 01/2022). Belotero balance lidocaine® was injected with 0.2-0.3 ml per side, using a cannula. The reporter confirmed that the patient was injected with approximately 0.8-1 ml of radiesse(+)®, into the chin. Radiesse(+)® was injected with 0.2-0.3 ml in microdeposits, using a supraperiosteal needle. A few hours after the treatment with radiesse®, the patient experienced discomfort and phlogosis, with subsequent pain in the areas where radiesse® and radiesse(+)® had been injected. When the patient experienced exaggerated edema, to help drain the area, the under-eye furrow area was treated with hyaluronidase, to remove the hyaluronic acid. In the opinion of the reporter, the area treated with belotero balance lidocaine® did not suffer alterations compatible with the adverse reaction, and the allergy tests were negative. The outcome of the events very exaggerated inflammation/ phlogosis/ buttering at cheekbone and chin level/ palpebral oedema/ calcium hydroxyapatite allergy and hyperpigmentation remained unchanged. The outcome of the event pain was unknown.